Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing and infection (early onset). These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported unknown side "incision had not healed and pus was draining from the hole in my incision", "concern, that the capsule was not removed", and "worried that there is more in there that may be causing issues." Patient additionally reported "got really sick and went to rheumatologist and I was diagnosed with antinuclear bodies;" this event is not related to the device. Device remains implanted. This record is for the left side.